Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female pt in cardiac arrest, the device failed to discharge. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.